Event description:
Per the audiologist, the patient has become a non user of the device due to poor sound quality and performance. The results of an integrity test (B) (6) 2009 indicate normal receiver stimulator function with multiple electrode anomalies. Explant and reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Event description:
Caller reports patient tested 3.1 inr on the coaguchek xs system and 2.3 inr on a comparison laboratory. No treatment given based on device result. No adverse event reported. Requested return of suspect system and replacement sent.

Event description:
A patient initially enrolled in the (B)(4) study experienced a stroke (cva/tia) approximately four months post index procedure. It was also noted that during the index procedure the second stent did not overlap the first as intended. The patient was admitted for unstable angina pectoris ii, positive functional test for ischemia and chf and uncontrolled hypertension. The target lesions were the first obtuse marginal (om1) and the posterior descending artery (pda). The patient had 99% stenosis of the first om1. The lesion was described as 80mm in length and de novo. The reference vessel was 2.5mm in diameter. Prior to stent implantation, pre-dilation was performed with a firestar balloon. A 2.25 x 23 cypher rx stent was then implanted at the target lesion at 12atm. A second 2.5 x 28 cypher rx stent was then implanted proximal to the first stent at 12atm, but this stent was not placed in the intended site and did not overlap as intended proximal to the first. After the second stent was deployed and angiography was performed the second stent was found to be 4-5 mm short necessitating placing another stent in between the first two stents to close the gap. There was no unusual force used at any time during the procedure. There was no positioning problem experienced. There was no difficulty or resistance during deployment. A third 2.5 x 8 cypher rx stent was then overlapped at 14atm between the first and the second stent to cover a gap between the two. A fourth 3.5 x 23 cypher rx stent was then implanted proximal to the first stent at 12atm. All four stents were post-dilated as part of standard procedure. Post procedure stenosis was 0%. Pre and post procedure timi flow was 3. The second target lesion was the pda. The patient had 95% stenosis of the first om1. The lesion was described as 48mm in length, de novo and anatomically complex.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B) (4) 2010, during the same surgery the patient was re-implanted with another device.(B) (4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4).